Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg was nonfunctional. It was also noted that the ipg was difficult to charge and difficult to communicate with the remote. The patient underwent an ipg replacement procedure and was doing well post operatively.